Manufacturer narrative:
Additional information: no complaint device was received for evaluation. A customer provided photo was evaluated. The photo displayed the suspect cartridge with the plunger rod advanced. A black material was observed on or in the cartridge; exact location could not be determined from the picture. Due to no product received, no further evaluation could be performed. The complaint issue "inclusions" was not identified during photo evaluation. The observed "foreign material - loose" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no product deficiency or malfunction was identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded, monofocal intraocular lens (iol) was observed to have a black spot on the lens inside the inserter prior to implanting the intraocular lens. The occurrence took place during handling, before insertion, with no contact made with the patient. The iol was not used and instead a backup lens was utilized. No further information provided.